Event description:
It was reported that the inner cannula was &quot;long, sharp and beveled out at the end&quot; allegedly causing irritation and bleeding when it rubbed against the patient&#39;s trachea. It is unknown how long the tracheosotomy tube has been in place. The home health nurse reported that it is usually changed monthly. It was reported that the patient was recannulated without any reported harm and that the patient &quot;is doing ok now.&quot; there is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). Sample was received for evaluation and was confirmed for the reported failure which appears to be related to a manufacturing deficiency. Process controls have been updated.

Manufacturer narrative:
(B)(4).